Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. The lead was returned with the helix retracted and clogged with blood/tissue. X- ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/ tissue.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. Prior to insertion into the patient¿s body, the helix of the right ventricular (rv) lead failed to retract. The rv lead was not used and replaced. The patient was discharged following the procedure.